Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the ma limit files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a dose reading error happened on the 9600+ system. The system worked ok after it was rebooted. There was no report of pt injury.